Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtml (master tool manipulator-left). The system was tested and verified as ready for use. Mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the ssc. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Isi received the mtml involved with this complaint and completed the device evaluation. The customer reported issue was able to be reproduced during calibration via matlab. The root cause of the issue was found to be a component failure. A review of the site's complaint history found no additional instances of this issue. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed repeated error 23002 pointing to the system. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion. System unavailability after the start of a surgical procedure (first port incision) could cause the procedure to be converted and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system had repeated recoverable 23002 errors. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs and confirmed multiple 23002 errors for the master tool manipulator-left (mtml) (axis 8) on the surgeon side console (ssc). The tse recommended to power down the system and disconnect the ssc that was having issues. The procedure was completed using a second ssc. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.